Event description:
It was reported that the lead exhibited capture anomalies and had dislodged. A chest x-ray showed that the lead had perforated into the pericardium. A pericardiocentesis was performed and the lead was explanted and replaced.